Event description:
The customer reported that the nurse was running chemotherapy via a secondary line, model code 72951ne attached to a texium and then attached to a quattro. Two other previous infusions running on this pt in the same manner-no problems. The report suggests that nurse noticed dripping from a connection. However, it was not sure whether the leak was between the texium and smartsite or the male luer of secondary line to the texium. Nurse had chemotherapy drip on to her. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.